Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge segmental resection procedure, the device fired, however there was "blue and y ellow fragments" break off from the reload. A new reload was used to resolve the issue. There was no patient injury.